Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited no output, no magnet response and could not be interrogated. The previous follow-up in july 2000 showed >60 months longevity remaining.